Event description:
Solitive super pulse laser fiber caught on fire when the laser fiber was secured into the laser. Several minutes after the fiber was secured into the laser, the laser fiber caught on fire at the port site where the white plastic plugs into the laser receptacle. The laser fiber was smothered w/ saline and a blue towel. The fire did not reach the patient or the drapes. Laser 1 pulled out of circulation placed at or control desk. Laser 2 was used for the rest of the case. Surgeon deemed to progress with surgery with no further concerns. Surgeon requests packaging and laser fiber be sent to manufacturer. Laser 1 will be investigated.